Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned mardis ureteral stent revealed that the device had several kinks along the shaft, with one severe kink located 4.5 cm from the bladder end. During analysis, a mandrel passed freely through the internal lumen of the stent. No information could be obtained from the customer that describes how the failure occurred. Therefore, the cause for the event could not be determined.

Event description:
It was reported to boston scientific corporation that during preparation to place a mardis ureteral stent, the stent was discovered to be damaged in the middle. Reportedly, "the winding of the wire was too tight." Attempts to obtain clarification concerning the type of damage to the stent have been unsuccessful to date.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be okay.

Event description:
It was reported to boston scientific corporation that during preparation to place a mardis ureteral stent, the stent was discovered to be damaged in the middle. Reportedly, "the winding of the wire was too tight." Attempts to obtain clarification concerning the type of damage to the stent have been unsuccessful to date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be okay.

Manufacturer narrative:
(B)(4).